Event description:
It was reported that hand piece did not lock into place durin a procedure. No backup was available.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. (B)(4).